Event description:
The pt reportedly developed an ulcer on the pinna caused by the external equipment. The pt reportedly used polysporin and moleskin around the area while the ulcer healed. The pt continues to be monitored by the clinic.